Event description:
They told him about one year to survive. [Disease progression]. Cancer/tumor counts in his labs were very high [tumour marker increased]. Case description: initial information received on (B)(6) 2016: this spontaneous adverse event report was received from a consumer (the patient's wife) concerning a male patient of unknown age. The patient's medical history includes cancer of the liver. Hepatitis c and cirrhosis. Information regarding concomitant medications was not provided. The patient received therasphere (dose and lot# unknown) in (B)(6) 2016 on the right side of his liver for cancer of the liver. On an unspecified date in (B)(6) 2016, the patient's "cancer/tumor counts in his labs" were very high and the patient could not undergo his scheduled therasphere treatment on his left side. The patient was told that he had about one year to survive. The outcome is unknown. The reporter did not provide an assessment of the event severity or relationship to therasphere. The company considers the events of "cancer/tumor counts in his labs were very high" and "about one year to survive" as medically significant. No follow-up information is expected. This report is final. Case comments: disease progression and tumor marker increased are considered unlisted according to therasphere current reference safety information. In absence of the reporter's assessment, the company considers disease progression and tumor marker increased as possibly related to therasphere as the relationship cannot be ruled out. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.